Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Additional information has been requested to complete the investigation. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient presented with a large hematoma at the chest incision site and was admitted.

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient presented with a large hematoma at the chest incision site, and was admitted. The patient received ice packs and no antibiotics were administered. Per the opinion of the physician, the root cause of the event was anticoagulation requirements due to nstemi. The patient was discharged on (B)(6) 2025. As of (B)(6) 2025, the hematoma was looking much better.

Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4)

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient presented with a large hematoma at the chest incision site, and was admitted. The patient received ice packs and no antibiotics were administered. Per the opinion of the physician, the root cause of the event was anticoagulation requirements due to nstemi. The patient was discharged on (B)(6) 2025. As of (B)(6) 2025, the hematoma was looking much better. As of (B)(6) 2026, the hematoma was resolved.

Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).